Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024 -13496 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On (B)(6) 2024, it was reported that the two infusion set was fell off during use and infusion set is use for couple of hours. No further information available.